Event description:
The customer indicated that the generator was functioning intermittently during the procedure. The unit was tested in the biomedical dept and was found to self activate. The generator is being returned for evaluation.